Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. No damage or deficiencies were observed that would result in the soft cannula dislodging. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. There were no damages, tears or leaks found in the fluid path, and there were no problems found with the pod during the investigation that would cause fluid to leak or the failure to deliver insulin. The investigation also found no blood on the returned device. Inspection of the formed needle found no damage that would cause bleeding.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the reported dislodged cannula. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod was reportedly falling off, causing the cannula to dislodge. The cannula was also found as bent.